Manufacturer narrative:
Mml reference number: (B)(4). The available information does not suggest a relationship between the event and the device. In addition, conflicting information has also been gathered for this incident. Due to the nature of the event, this is being reported as a conservation reporting while the investigation is ongoing. Additional information was received from the medical doctor stating that the calcification on the brain was observed 12 months ago before the reactiv8 implant. A thorough pre-op check was done before the implant surgery. It was reported that the patient had massive headaches after a long trip (the date and duration were not disclosed to mainstay). Reportedly, the patient deteriorated and was admitted to the hospital on (B)(6) 2024, with concerns about his blood sugar level and a slight stroke (new bleeding on the brain). The patient's diabetes was poorly controlled due to surgery and previous calcification, and the surgeon confirmed that the issue is not related to the reactiv8 system. The diabetes levels fluctuate from 8 to 26 daily, uncontrolled. According to the medical doctor, the patient's dizziness has been resolved, and the bleeding on the brain has been addressed.

Event description:
The patient was implanted with the reactiv8 system and reported dizziness post-surgery. Reportedly, the patient was sent for an MRI (magnetic resonance imaging) due to a calcification in the brain. The type of calcification is unknown, but it was later reported that the patient was found to have bleeding on the brain (from a stroke). It is unclear or unknown if the patient had a stroke before the reactiv8 implant. The implanting doctor confirmed that the device has nothing to do with or has any relationship with the patient's condition. According to the information provided to mainstay medical limited, the patient has been an inpatient on and off from the hospital. The reason for hospitalization and time period from the hospitalization occurred are unknown. Following the initial implant procedure, the patient was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Event description:
The patient was implanted with the reactiv8 system and reported dizziness post-surgery. Reportedly, the patient was sent for an MRI (magnetic resonance imaging) due to a calcification in the brain. The type of calcification is unknown, but it was later reported that the patient was found to have bleeding on the brain (from a stroke). It is unclear or unknown if the patient had a stroke before the reactiv8 implant. The implanting doctor confirmed that the device has nothing to do with or has any relationship with the patient's condition. According to the information provided to mainstay medical limited, the patient has been an inpatient on and off from the hospital. The reason for hospitalization and time period from the hospitalization occurred are unknown. Following the initial implant procedure, the patient was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Manufacturer narrative:
Mml reference number: (B)(4). The available information does not suggest a relationship between the event and the device. In addition, conflicting information has also been gathered for this incident. Due to the nature of the event, this is being reported as a conservation reporting while the investigation is ongoing. Additional information was received from the medical doctor stating that the calcification on the brain was observed 12 months ago before the reactiv8 implant. A thorough pre-op check was done before the implant surgery. It was reported that the patient had massive headaches after a long trip (the date and duration were not disclosed to mainstay). Reportedly, the patient deteriorated and was admitted to the hospital on (B)(6) 2024, with concerns about his blood sugar level and a slight stroke (new bleeding on the brain). The patient's diabetes was poorly controlled due to surgery and previous calcification, and the surgeon confirmed that the issue is not related to the reactiv8 system. The diabetes levels fluctuate from 8 to 26 daily, uncontrolled. According to the medical doctor, the patient's dizziness has been resolved, and the bleeding on the brain has been addressed. It was reported that the patient has been active, back to everyday life, and using the reactiv8 device as prescribed. The device history record was reviewed. No relevant non-conformances were found. Updated h6.

Event description:
The patient was implanted with the reactiv8 system and reported dizziness post-surgery. Reportedly, the patient was sent for an MRI (magnetic resonance imaging) due to a calcification in the brain. The type of calcification is unknown, but it was later reported that the patient was found to have bleeding on the brain (from a stroke). It is unclear or unknown if the patient had a stroke before the reactiv8 implant. The implanting doctor confirmed that the device has nothing to do with or has any relationship with the patient's condition. According to the information provided to mainstay medical limited, the patient has been an inpatient on and off from the hospital. The reason for hospitalization and time period from the hospitalization occurred are unknown. Following the initial implant procedure, the patient was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Manufacturer narrative:
Mml reference number: (B)(4). The available information does not suggest a relationship between the event and the device. In addition, conflicting information has also been gathered for this incident. Due to the nature of the event, this is being reported as a conservation reporting while the investigation is ongoing.